Manufacturer narrative:
(B)(4). Evaluation of the returned device and review of data log confirmed the reported intermittent audio output.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced intermittent audio output. Dexcom has issued an rga for patient to return device to be investigated.